Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. A getinge field service engineer (fse) stated that because this occurred when using a sensor balloon, a fiber optic test was performed and found to be normal. Not reproducible. An operational inspection was performed based on the inspection record sheet, and the results were satisfactory, so the device was returned to the hospital.

Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is 1 (B)(6). Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d10 , e1 (event site address).

Manufacturer narrative:
Due to character limitation in e1 additional initial reporter name and event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had arterial pressure waveform disappeared. There was patient involvement but no harm reported.